Event description:
Facility reports that 10 minutes into dialysis treatment a leak was noticed at the bonded joint on the cuvette chamber. Due to potential for contamination the blood volume in the bloodline and dialyzer were discarded resulting in ebl = 250cc. No patient injury or need for medical intervention is reported. MDR is filed for blood loss only.